Event description:
The user facility reported a 62-year-old male noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. While on impella support, the patient experienced a perclose failure during closure where the new perclose was not passing over the wire. The patient received two stents in the right coronary artery (percutaneous transluminal angioplasty). The surgeon opted to use 8fr angioseal advanced into the vessel to obtain good hemostasis.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.